Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor having major tubing break issue. The customer requested a field service and support onsite to adjust the channel pressure to medium- low level. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, e1, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, an olympus field service engineer (fse) went to the user facility location for the device inspection, and the reportable malfunction was confirmed. However, a definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: labeling: user can detect abnormality by performing the following inspection. Chapter 5 inspection and preparation before use. 5.7 inspecting the connecting tubes and leak test air tube before using the reprocessor, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors and leak test. Air tube connectors. There should be no bends or breaks in the pin of connecting tubes connector and leak test. Air tube connector. The tube should not be easy to disconnect once connected. If a tube has any irregularity, do not use it and replace with a new one. Warning: do not use the connecting tubes or leak test air tubes if they have any irregularity. Doing so could prevent effective reprocessing or damage the endoscope. Olympus will continue to monitor field performance for this device.